Event description:
The customer reported that the max dose in hlf was too high.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found the system in boost mode allowing 21.2 mr/min. It was adjusted to 18.7 mr/min. The system functions as intended.